Manufacturer narrative:
Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the hub was detached with the shield and the stopper was deformed. Both returned syringes were examined and one sample exhibited a deformed stopper in the barrel. Both samples were also tested and no hub-needle assembly separated from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates and stopper damaged/disfigured due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates) process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It was not possible to look at quality notifications, maintenance dispatches, or the DHR for anything related to this complaint as the lot number is unknown. No root cause could be determined.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced hub separation from the device/deformed stopper prior to use. The following information was provided by the initial reporter: the hub was detached with the shield. The stopper was deformed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag experienced hub separation from the device/deformed stopper prior to use. The following information was provided by the initial reporter: the hub was detached with the shield. The stopper was deformed.